Event description:
It was reported that following the ablation procedure, the patient experienced worsened sensory loss in the left face and arm. There were no further patient complications reported in relation to this event.